Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ malposition of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff does not underwent essure confirmation test." The patient's concurrent conditions included menses irregular, dysfunctional uterine bleeding, endometriosis, uterine bleeding, menometrorrhagia and chronic cervicitis. Concomitant products included diphenhydramine hydrochloride (benadryl), medroxyprogesterone (depo provera), paracetamol (tylenol) and sertraline (zoloft). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was hospitalized from (B)(6) 2014. The patient was treated with surgery (she had laparoscopic-assisted vaginal hysterectomy to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. Case medically confirm. Patient¿s demographics added. New events added: abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), plaintiff does not underwent essure confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.